Event description:
It was reported that the surgeon encountered difficulty threading the acetabular provisional locking screw into the shell during surgery. The screw fell off the end of the screwdriver and onto the floor.

Manufacturer narrative:
This report will be amended when our investigation is complete.